Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes insufficient blood collection. The following information was provided by the initial reporter: during blood collection, it was found that the tube occurred air leak issue. Air leakage during blood collection refers to insufficient negative pressure, insufficient blood collection, and no adverse clinical impact.